Event description:
It was reported that a patient reports no disposable alarm on both cadd legacy pumps while using remodulin IV pre-filled cassette number 3 from (B)(6) 2021 shipment. Alarm resolved by changing cassettes on pump. Patient is concerned that she will have to mix stating that she gets so confused due to dementia. Field nurse going to assist. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Manufacturer narrative:
Correction: brand name: cadd .correction: PMA/501(k): k040636.